Manufacturer narrative:
Concomitant medical product: 459888 lead implanted: (B)(6) 2017; 6935m62 lead implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient presented with an infection in the pocket incision site. The lateral border of the incision was oozing and there was yellow drainage. The patient received antibiotic treatment. At the follow up visit the site had improved and the patient continued with antibiotic treatment. The cardiac resynchronization therapy defibrillator remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.